Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. The patient was scheduled to have the rv lead revised; however the physician was unable to gain access to implant a new lead. A new device system was implanted and the therapies were turned off on previous system. The right ventricular (rv) lead was turned off and was left inside of patient's body. Additional information received from representative indicates that the suspected cause of high pacing thresholds was attributed to a possible micro-dislodgement. The x-ray performed did not show obvious signs of dislodgment but thresholds were high and also poor sensing was noted. No additional adverse patient effects were reported.